Event description:
Pt contacted broadspire to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time.

Manufacturer narrative:
The device associated with this report was not returned. A lot specific complaint database search and/or a review of device history records were not possible as the necessary product/lot code combination was not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in (B)(6) 2010 following an hhe (health hazard eval). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
*Update**litigation received alleging that the patient suffers from pain, elevated metal ions, pseudotumors, and particle disease. Also alleged is decreased range of motion and difficulty ambulating. An acetabular cup has been added to address these issues. Part/lot information have been identified through an invoice search. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
**Update** (B)(6) 2011 - medical records were received. The revision operative report indicates the patient was revised on (B)(6) 2010 due to recurrence of adverse soft tissue reaction. Additionally, it was reported that the patient had numerous dislocation of the right hip; however, she was not fully compliant with all of her postoperative restrictions. The complaint was reopened to update the event description and the product involved. Doi: (B)(6) 2010; dor: (B)(6) 2010 (of note, the depuy femoral head was used in conjunction with competitors devices on the acetabular side) the device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.